Event description:
It was reported that the right atrial (ra) lead was exhibiting infinite impedance. The pocket was opened and the lead could be pulled out of the implantable pulse generator (ipg) port with no resistance. The setscrew was tightened and the infinite impedance was corrected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4035 competitor implantable pacing lead (B)(6) 2000. (B)(4).